Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged that the pump emitted a 054 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the black box showed evidence of a cs 054 alarm. An ez-prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the bumper pad. There was corrosion observed inside the battery compartment. A leak test was performed and verified a leak in the battery compartment. The pump cover was removed and there was no further evidence of moisture damage found. No damage to the transceiver flex or printed circuit board was found. The complaint was confirmed in the pump history but no duplicated during testing.